Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula from the infusion set came out from the patient's skin while the self-adhesive stuck to her skin. The patient's blood glucose level was elevated. No adverse event reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.